Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and connector. System operates as intended.

Event description:
Customer reported the left monitor gradually goes black. No pt injury was reported.